Manufacturer narrative:
(B)(6). G2: foreign - event occurred in iceland. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial procedure where zb devices were implanted. Subsequently, the patient dislocated and underwent an open reduction on an unknown date. The shell, liner and head were exchanged. Attempts have been made and no further information has been provided.